Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was implanted and the surgeon wanted to move the lead posterior after doing an o-arm spin. Since the stylet was removed from the lead that was implanted, the manufacturer representative (rep) had to give the surgeon a brand new lead. There were no factors that may have led or contributed to the issue. A new lead was opened and implanted (the lead was replaced with another lead). The issue was resolved.